Manufacturer narrative:
(H3) the revision reported was likely the result of glenoid loosening secondary to contributions from patient-related conditions including previous surgical history and existing boney defects. However, this cannot be confirmed as the devices were not available for evaluation and no additional clinical information was provided.

Event description:
As reported by the equinoxe shoulder study, the 64 y/o male patient had a rtsa revision due to aseptic glenoid loosening. The patient's revision was (B)(6) 2018. Per clinical study it is unknown if the event is related to the device or the procedure.

Manufacturer narrative:
Additional information, including the product investigation, will be submitted within 30 days of receipt.